Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 60mg/ml at 8mg/day via an implantable pump the indication for use was non malignant pain and chest wall. On (B)(6) 2020 the healthcare provider reported that the patient¿s pump went empty on (B)(6) 2019 due to the patient missing refills. The healthcare provider stated that the patient was very inconsistent on making appointments. The healthcare provider requested assistance to silence the alarm and stated that the patient¿s pump would either be explanted or replaced shortly. No patient symptoms and no further complications were reported or anticipated.